Manufacturer narrative:
Result of investigation:a review of the event trace reveals several hardware fault alarm conditions were logged on the event trace. The service technician was able to duplicate the reported issue hw fault 21.the unit alrmed hw fault 21 during bench testing due to a non conforming hybrid board.low pressure alarm and internal battery failure were not duplicated.additional problems found are port to port leak test failure during initial final test,etco2 connector test failure during troubleshootin and a broken standoof on the upper housing. As a resolution,the hybrid board,upper housing,exhalation module and main flex were replaced and 6yr/30k preventive maintenance was performed. Additional information:the issue occurred during patient-use and the patient was manually ventilated via bag valve mask. The customer confirmed that there was no patient harm associated with the reported event.

Manufacturer narrative:
Vyaire file identification: (B)(4). Equipment was received in vyaire facility for evaluation. The event trace was downloaded and being reviewed. No root cause has been determined at this time, since the investigation is still ongoing. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information was received.

Event description:
It was reported to vyaire medical that the revel ventilator unit alarmed hardware fault 21 low pressure and internal battery error failure. At this time, there is no information regarding patient involvement associated with the reported event.